Event description:
The initial reporter alleged discrepant results for one patient when using the htlv elecsys e2g 300 v2 assay on the cobas e 801 module. The discrepancies were observed across different sample types, including serum, donor plasma bag, and edta plasma. On (B)(6) 2022 and (B)(6) 2022, initial testing was conducted. Results for the htlv elecsys e2g 300 v2 assay showed positive results for serum and edta plasma samples, while the donor plasma bag sample was negative. Additional testing with other assays revealed that elecsys hiv duo results were reactive for all sample types, but the donor plasma bag showed a lower cut-off index (coi) compared to other sample types. Elecsys syphilis results were non-reactive for all sample types, with the donor plasma bag showing a lower coi. Elecsys chagas, ahcv, and anti-hbc results were non-reactive with good precision across all sample types. Elecsys hbsag results were reactive for all sample types, but the donor plasma bag showed a lower coi. On (B)(6) 2022, new patient samples were tested, including plasma, serum with gel, and serum without gel. Results for the htlv elecsys e2g 300 v2 assay were consistent with the initial testing, showing reactive results for all sample types. Additional testing with the abbott alinity system on (B)(6) 2022 showed non-reactive results for htlv I/ii, hiv (antigen+antibody), and hbsag. Further confirmatory testing using murex htlv I+ii, inno lia htlv I/ii, and an in-house interference testing method showed negative results for htlv I/ii antibodies across all tested samples. Based on these findings, the htlv elecsys e2g 300 v2 results for serum and edta plasma samples were regarded as false positive. The donor plasma bag sample was consistently non-reactive.

Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the htlv elecsys e2g 300 v2 assay performed within specifications. A review of calibration and quality control data confirmed all results were within expected ranges. Further confirmatory testing using comparator assays, including murex htlv I+ii, inno lia htlv I/ii, and an in-house interference testing method, showed negative results for htlv I/ii antibodies across all tested samples. Based on these findings, the htlv elecsys e2g 300 v2 results for serum and edta plasma samples were regarded as false positive, while the donor plasma bag sample was consistently non-reactive. The root cause of the observed discrepancies between sample types could not be determined. The device remains in operation at the customer site.